Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. The insulin pump was dropped 6 months ago it has a crack. The drive support cap is recessed. Blood glucose value was 164 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to missing drive support disk. The insulin pump had cracked case at display window corners, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.